Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b I-500-00152, serial/lot #: 3.1.6, ubd: (B)(6)2011, UDI#: device evaluated by MFR: the software investigation found that the reported event was not related to a software issue. It was confirmed that the software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after performing some 3d scans, they had not been transferred automatically to the navigation system.  Troubleshooting steps were performed.  After some troubleshooting, the manufacturer representative had found out that the port indicated on the mobile viewing station (mvs) was a wrong one.  The next step was to configure the mvs. Additional information was received from the manufacturer representative. It was reported that since the problem was related to the port indicated in the mobile viewing station (mvs), even manually, the images were not properly transferred. It was noted that everything was okay once they corrected the port in the mvs. No patient was present when the issue was identified.